Event description:
I had allergan natrelle saline-filled breast implants installed on (B)(6) 2009 by dr. (B)(6). After experiencing years of unexplained miserable medical issues that arose after the implantation of these devices. Symptoms include joint and muscle pain, chronic fatigue, memory, and concentration problems, breathing problems, sleep disturbance, rashes, skin problems, dry mouth, dry eyes, anxiety, depression, severe headaches, hair loss, and gastrointestinal problems. After having my gallbladder removed in (B)(6) 2015 from severe pain, I was diagnosed with severe ibs and gerd. I was prescribed nexium, probiotic, and welchol. After being diagnosed with depression, I was prescribed lexapro and then sent to a pain clinic for chronic back pain and joint pain, being prescribed 120 percocet 7.5mg, 200 mg celebrex, 500mg of lorazone, and flexeril for muscle pain. After being prescribed pain medication for over ten years, I became addicted, and was prescribed suboxone to help with that. Struggling to breathe, I have prescribed an albuterol inhaler and a z-pak for my lungs. Migraine medication for my severe headaches and ambien for sleep problems. I ended up being on 13 different medications at night and 8 in the morning, and several to function throughout the day. On (B)(6) 2018, my right implant ruptured, and my left implant became very hard, disfigured, and painful. My right arm had numbness, pain all day, and my fingers would draw up and lock. On (B)(6) 2020, I was finally able to get help from insurance to have the explanted. Dr. (B)(6) performed my surgery at (B)(6), which took over five hours. I am still recovering and trying to detox from metal, mold, and parasites. My health by god's grace has been healing but still a ton of side-effects and good and bad days. My vision has improved, my breathing, I am no longer taking narcotic pain medication that came close to ruining my life, my toes and finger have almost stopped drawing up and locking to the point that it made it hard to walk or write. I still have waves of nausea, occasional headaches, leg cramps, but they have improved. I am positive these implants were the cause of these issues allergan natrelle saline-filled implants 68hp ref # 68hp-800 sn # (B)(4) and ref # 68-hp-750 sn # (B)(4). I was not notified of these implants being recalled on 07/2019 and contacted them twice with current contact information, trying to get help. They did respond with a letter but failed to notify me or correspond with me after the recall. My surgery cost over (B)(6) to remove and almost cost me my life. FDA safety report ID # (B)(4).